Manufacturer narrative:
A medwatch form was received from the reporter on (B)(4) 2010, with missing info. Any missing or incomplete data on form 3500a is the result of info not being provided or released by the reporter despite attempts to obtain the required info. This product was being used for treatment. The user facility confirmed there was no pt impact or additional procedures required as a result of this event. A review of the manufacturing records showed no anomalies and no non-conformances for this lot. This is the fourth complaint in 10 years for this product. Of the four complaints this is the first reportable event. We are reporting this as retrieved device fragment. The sample was not returned and no evaluation can be performed. Instructions for use includes but is not limited to the following warnings "excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the pt. Unremoved bur fragments may cause tissue damage to the pt."

Event description:
During a sinus surgery procedure with frontal trephination, the bur broke at the tip while drilling. A piece approx 1 cm in length was removed through the incision that had already been made for the frontal trephination.